Event description:
Patient reported "rupture of prosthesis for right side." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data:d4, h6.

Manufacturer narrative:
Health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "rupture of prosthesis for right side." Device has been removed and replaced.

Event description:
Patient reported "rupture of prosthesis for right side." Device has been removed and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: ¿ stress marks observed.